Event description:
The manufacturer received information alleging a patient was unresponsive, blue around lips, desaturation, trached and heart rate slowed and stopped while using a ventilator. Information also indicates that the device¿s alarms settings were set. The patient was taken to the hospital and would return home this week. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. In addition of the above evaluation, the device was returned with a bacteria filter and a fine particulate filter, which was not related to the malfunction/issue. The technician confirmed the unit operated properly and software version was checked.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient was unresponsive, blue around lips, desaturation, trached and heart rate slowed and stopped while using a ventilator. Information also indicates that the device¿s alarms settings were set. The patient was taken to the hospital and would return home that week. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the allegations. The device was visually inspected, and no defects were found. The devices event log was reviewed, and no unexpected errors were noted when the incident occurred. The device was tested and found to be functioning as expected. The device passed all post testing. The product investigation laboratory was unable to confirm of the any of the allegations of failure of the trilogy evo. It was concluded that the trilogy evo operated as designed. This device complaint has been determined to be an adverse event only as the product did not malfunction.